Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia, ongoing gerd, and a recurrent hiatal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair, nissen fundoplication take down, and linx device implantation occurred without issue on (B)(6) 2016. Esophagogastroduodenoscopy (egd) with balloon dilation to 15mm and endoflip independent analysis on 12/11/2017. Relief was "short lived". The patient had "significant improvement for several weeks" but returned with worse symptoms. The egd showed la grade a esophagitis at the level of the linx, "stricture at the level of the linx, initially could not pass scope, able to pass scope after dilation." Egd with balloon dilation to 16mm on (B)(6) 2018 "which only provided temporary relief". The egd showed la grade d esophagitis, "recurrent hiatal hernia (2cm) with intrathoracic position of linx and stricture", "esophageal stricture at level of z-line and linx with estimated caliber of 10mm", "long streaks of ulcerations were extending up the esophagus for 3cm or more" and "the patient has circumferential erosion and structure present down at the level of the z-line". Device explant due to mild dysphagia, ongoing gerd, and a recurrent hiatal hernia occurred on (B)(6) 2018. The patient received a gastric exclusion (partial gastrectomy) with roux-en-y reconstruction at the time of device removal. It was noted that 1 hour of enterolysis was performed and that there was "incredibly dense scar tissue at the hiatus [and] at the site of the linx".

Manufacturer narrative:
Updated relevant tests/lab data to include x-ray on (B)(6) 2017. Corrected bmi.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced mild dysphagia, ongoing gerd, and a recurrent hiatal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair, nissen fundoplication take down, and linx device implantation occurred without issue on (B)(6) 2016. Esophagogastroduodenoscopy (egd) with balloon dilation to 15mm and endoflip independent analysis on (B)(6) 2017. Relief was "short lived". The patient had "significant improvement for several weeks" but returned with worse symptoms. The egd showed la grade a esophagitis at the level of the linx, "stricture at the level of the linx, initially could not pass scope, able to pass scope after dilation." Egd with balloon dilation to 16mm on (B)(6) 2018 "which only provided temporary relief". The egd showed la grade d esophagitis, "recurrent hiatal hernia (2cm) with intrathoracic position of linx and stricture", "esophageal stricture at level of z-line and linx with estimated caliber of 10mm", "long streaks of ulcerations were extending up the esophagus for 3cm or more" and "the patient has circumferential erosion and structure present down at the level of the z-line". Device explant due to mild dysphagia, ongoing gerd, and a recurrent hiatal hernia occurred without issue on 04/02/2018. An intra-operative egd was performed which demonstrated "a patent anastomosis with a negative bubble test". The patient received a gastric exclusion (partial gastrectomy) with roux-en-y reconstruction at the time of device removal. It was noted that 1 hour of enterolysis was performed and that there was "incredibly dense scar tissue at the hiatus [and] at the site of the linx".